Event description:
It was reported the customer received a button error alarm on their insulin pump. Customer also requested assistance programming their back-up insulin pump. It was found the customer had an unexpected restart alarm with their back-up insulin pump. Customer's blood glucose was 113 mg/dl. Customer stated they would insert a previously used battery into their insulin pump. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.